Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 9 years, 7 months due to severe stenosis and severe regurgitation. The patient presented with heart failure. The tavr was performed with a 26mm 9755rsl transcatheter valve. The patient was stable post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (component code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including history of coronary artery bypass graft, chronic kidney disease and hyperlipidemia. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported and learned through investigation that a patient with a 27mm 3300tfx valve in the aortic position underwent a valve-in-valve procedure after an implant duration of nine (9) years and seven (7) months due to severe stenosis and regurgitation. The patient presented to the hospital with heart failure. A tavr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was stable post procedure.